Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
The customer reported unit has focus automatically alarm. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device automatically alarmed. The customer problem was confirmed. The motherboard (cpu pcba) was replaced. The equipment was tested and passed standard performance testing. This event was found outside of clinical use. Therefore, this no longer meets reporting requirements as this would not lead to death or serious injury.